Event description:
It was reported that the patient¿s ilet displayed an alert 41 insulin shaft rewind error after the device was dropped during a cartridge change, and repeated restarts and a rewind attempt did not resolve the malfunction; the device was not usable afterward, consistent with a failure to infuse, and the relevant device component was firmware. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem, consistent with a failure to infuse associated with the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.